Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the device and passed. The insulin pump had a cracked battery tube threads, cracked broken belt clip slot, cracked reservoir tube lip, minor scratches lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube and stained end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed motor error yesterday. There is also a crack on the device. Customer's blood glucose is 9.3 mmol/l. Customer has reverted to manual injections. The device was not dropped or exposed to a strong magnetic field. Customer does not use the sensor feature. The device can be rewound. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.